Manufacturer narrative:
Customer's product has been requested back for investigation. A follow-up report will be filed once an investigation is complete.

Event description:
Customer reported obtaining a blood glucose result of 221 mg/dl on their freestyle flash meter, and then experienced slurred speech and blurred vision. Paramedics were called, they obtained a blood glucose reading of 56 mg/dl on an unknown brand of meter. Paramedics treated the customer with glucose paste. Customer was taken to ER where she was treated with food and sent home.